Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the rbc (red blood cell) diluent pump delivery was slow. The fse replaced the blood sampling valve (bsv) and the dispenser delivery function was restored. (B)(4).

Event description:
Customer reported the red blood cell (rbc) diluent dispenser had failed on the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.